Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01001.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised for the third time due to dislocation. A new liner was put in each time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event confirmed with x rays provided. Review of the x rays identified superior dislocation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02146, 0001825034 - 2020 - 01001, 0001825034 - 2020 - 02145.

Event description:
No further event information available at the time of this report.